Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.50mm x 20mm liberté¿ bare metal stent was selected for use and advanced to treat the lesion. However, the device failed to cross the lesion and its stent strut was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. The fourth proximal row of stent struts was flared, bent and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).